Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 364 mg/dl, 108 mg/dl, 138 mg/dl, and 128 mg/dl. All results within 10 minutes. No adverse event reported. Returning and replacing meter and strips.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.